Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; broken shell, red particles in shell, fold creases, underweight. A microscopic analysis was performed which identified; broken shell with sharp edge on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's husband reported rupture on an unknown side diagnosed by ultrasound and MRI. The device remains implanted.

Event description:
Healthcare professional reported left side rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2, b.3, b.5, b.6, d.1, d.2, d.4, d.6a, g.4, h.4, h.6.

Event description:
Patient's spouse additionally reported right side rupture.the device remains implanted.